Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a hardware issue. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the pyxis anesthesia es system, the barcode scanner was completely inactive. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.